Event description:
It was reported that this pacemaker recorded an error code during a routine follow up appointment. This pacemaker is expected to be replaced at a future date, however currently remains in service. No adverse patient effects were reported.